Event description:
It was reported that a cardiac dissection occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) laac was selected for use alongside a watchman fxd curve access system (was). The physician was having difficulty to perform transeptal and struggled to engage septum within the fossa. It was attempted multiple times by readvancing up the superior vena cava (svc) with the vcc wire leading and coming down to engage the fossa like normal. The physician pulled out the was/vcc system and reshaped it to give it greater bend. After another few attempts like before, the was/vcc system was pulled out one more time to add more bend proximally. This time the physician was able to engage the septum and get across normally. However once across and were attempting to move the vcc wire, the anesthesiologist noticed something in the right atrium (ra). A large fluid sac in the ra was noted and the decision was made to abort the case. The was/vcc was withdrawn, fluid and pressors were given by anesthesia to help increase blood pressure, an arterial line was started, and then the patient was transferred to the intensive care unit (ICU) for monitoring. Cardiothoracic surgery was consulted however operation was not recommended due to the patient age. In the physician's opinion, while trying to go transeptal, the physician inadvertently caused some sort of injury to the ra wall which caused bleeding and a dissection of the ra wall, creating a sub-luminal hematoma.

Event description:
It was reported that a cardiac dissection occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) laac was selected for use alongside a watchman fxd curve access system (was). The physician was having difficulty to perform transeptal and struggled to engage septum within the fossa. It was attempted multiple times by readvancing up the superior vena cava (svc) with the vcc wire leading and coming down to engage the fossa like normal. The physician pulled out the was/vcc system and reshaped it to give it greater bend. After another few attempts like before, the was/vcc system was pulled out one more time to add more bend proximally. This time the physician was able to engage the septum and get across normally. However once across and were attempting to move the vcc wire, the anesthesiologist noticed something in the right atrium (ra). A large fluid sac in the ra was noted and the decision was made to abort the case. The was/vcc was withdrawn, fluid and pressors were given by anesthesia to help increase blood pressure, an arterial line was started, and then the patient was transferred to the intensive care unit (ICU) for monitoring. Cardiothoracic surgery was consulted however operation was not recommended due to the patient age. In the physician's opinion, while trying to go transeptal, the physician inadvertently caused some sort of injury to the ra wall which caused bleeding and a dissection of the ra wall, creating a sub-luminal hematoma. It was further reported that the patient died eight (8) days post index procedure. The physician stated that the hematoma from the procedure was improving in size on serial imaging and expected the patient to fully recover from the complication. The physician stated the patient was experiencing a lot of back pain and palliative/comfort care was brought on board and eventually the patient expired shortly after. It is unclear what caused the patient to ultimately expire.

Manufacturer narrative:
B2: outcome added: death b2: date of death added b5: information added h1: type of reportable event updated to death h6 patient code added: pain h6 impact code added: death and imaging required.